Event description:
It was reported that during inspection at the manufacturer site in france, the core sagittal saw was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during inspection at the manufacturer site in (B)(4), the core sagittal saw was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated. However, corrosion was found in the bearings, which may cause overheating.